Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 8:20pm the dexcom "receiver" and app were reading 70 mg/dl, while her bg meter reading was 300 mg/dl. The patient uses tandem t slim in modified closed loop and had frequent urination, very thirsty and vomiting. Patient did not take any medication when she experienced the symptoms. She went to the emergency department (ed) and was administered IV fluids. Patient reported that she underwent several laboratory tests at the hospital where she was diagnosed having a diabetic ketoacidosis. Patient decided to stop the sensor session and removed the wearable from her body and they will just keep monitoring her glucose value by using a manual bg meter. Patient reported that they administered long-acting insulin and several IV bag fluids at the hospital. Patient is still currently admitted at the hospital and mentioned that she's fine now without any serious symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5176169.

Event description:
A voluntary MDR/medwatch report was received on 10/10/2025. According to a report submitted through the maude database, the user reported that her dexcom g7 device provided an inaccurate blood glucose reading, which resulted in her being hospitalized for three days. She believes the device is defective and unreliable due to its inaccuracy. No additional patient or event information is available.